Event description:
According to the reporter, post-operatively of a laparoscopic procedure, the staples were incomplete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.